Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 40 mg/dl and their sensor glucose read 180 mg/dl. The customer's mother also reported the customer's blood glucose rose to 400 mg/dl. It was also found the customer had leg ulcers. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.